Event description:
It was reported that this right ventricular lead was explanted due to experiencing dislodgement and exhibiting oversensing. Due to this an inappropriate shock was delivered. Another lead was implanted instead. Another lead was implanted instead. No further adverse patient effects were reported.